Event description:
Patient reported "rupture" with "deformation in my breasts", "hanging longer than the other one, moving more drastic","nipples are different" and "have decreased". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: deflation.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.